Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a less invasive stabilization system (liss) distal femur open reduction internal fixation procedure the tip of the pull reduction instrument broke off into the patients femur. It is unknown if standard surgical technique was utilized during this procedure. The broken tip remains in the patient it was reported it did not appear to compromise the fixation or alignment options for the surgery. No complaint was made by the surgeon or hospital. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant date: device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.